Event description:
It was reported that the day of discharge from the hospital after initial implant, the patient received an appropriate shock from the implantable cardioverter defibrillator (ICD) due to ventricular fibrillation (vf). Due to r-waves that were 1.0 bipolar and 4.0 integrated bipolar configurations a non-invasive programmed stimulation (nips) procedure was done to make sure that there was no undersensing of vf. The event was reported to be due to the ICD. It was noted that the patient is part of the product surveillance registry. Reprogramming was done and the ICD is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507645 implantable pacing lead, (B)(6) 2013. (B)(4).